Manufacturer narrative:
(B)(4). The date of the event was unknown; however, it was reported the connection issue occurred in the same week of this report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the heater bag and heater line. There was no patient injury or medical intervention associated with this event. No additional information is available.